Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device, and could confirm the reported issue. The device was replaced with another one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was not working during procedure, and an error message was displayed. There was no report of patient injury.